Event description:
On may 6, an amazon customer commented that the products were false negatives. The customer said that it was dangerous because two of them had negative results, and the other brand tested positive and still had symptoms. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.